Event description:
It was reported that the catheter body was observed to be broken at the area inside of the balloon surrounding before use. Reportedly, there were no patient complications.

Manufacturer narrative:
The device was not received for evaluation.